Event description:
Rn had d5 1/2 normal saline one liter bag that was programmed to be infusing at 125cc/hr. The pump appropriately alarmed when IV bag infusion was completed. The rn wanted to re-program the pump to 20ml/hr to allow enough time to get another new bag to switch out without air entering the lines. As the rn was trying to reprogram the pump, it would not reprogram after several attempts. Rn shut off the pump and rebooted, then the pump allowed her to reprogram. Rn took the pump out of service for biomed review.